Manufacturer narrative:
Additional information is not yet available for this event. During troubleshooting with the technical assistant center specialist, customer confirmed that whenever an e216 or b30 error occurred, the device was shut off, the scope unplugged, another 190 series scope connected, then device powered on again. The e216 communication error or the b30 scope communication error still displayed. Customer had cleaned the socket of the light source and the contacts of the 190 series scopes with 70% ethyl or isopropyl alcohol with a lint- free cloth. Customer also reseated the communication cables going between the device and the light source. The e216 and b30 errors still occurred. The customer was advised to return the device. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was not duplicated. Upon inspection and testing of the device with test clv-190 light source and with ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l tests scopes, the video image was functioning normally. There was no b30 error observed. The device passed all functional tests. The device was equipped with new type switch, software version 4.10 installed, and video connector in normal condition. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, first the e216 communication error and then the b30 scope communication error was observed for the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Due diligence was executed for this event. Customer confirmed there was no patient involvement. Customer has no further information to provide.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.